Manufacturer narrative:
The tandem t: slim pump user guide indicates that humalog has been tested for up to 48 hours. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during basal delivery. There was no reported impact to the customer's blood glucose level. As the customer changed the cartridge and infusion set prior to calling tandem technical support, troubleshooting to determine the possible cause of the occlusion was not performed. Reportedly, the cartridges would be used for 3-5 days before being changed.